Event description:
It was reported that: 'while placing a central line using the line kit, the physician experienced an incident where, upon breaking the mastisol dressing adhesive, the vial cracked and pierced through the glove, puncturing the physician's skin'. The physician did not receive any follow-up care, and the condition of the physician is unknown.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 'while placing a central line using the line kit, the physician experienced an incident where, upon breaking the mastisol dressing adhesive, the vial cracked and pierced through the glove, puncturing the physician's skin'. The physician did not receive any follow-up care, and the condition of the physician is unknown.